Manufacturer narrative:
According to sophysa in-house process, the probe 14c04155 has been analyzed by our quality control laboratory. Suture threads are present on the catheter. The sight shows a tear on the silicone membrane. When connected to a pressio monitor, the error "---" is confirmed. The catheter returned doesn't meet its specifications due to a tear on the silicone membrane. There is no explanation possible for this tear.

Event description:
The catheter showed normal value after being implanted. After 5 hours, the value began to low. Then after 2 hours, the monitors showed "---". No value could be read.